Manufacturer narrative:
Correction: h6- health effect-impact code should have been "4641-unexpected medical intervention" rather than "2199-no consequences or impact" as programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no patient consequences.